Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon said that the hp052 was not working. An alarm was continuous when foot pedal was used. Another device was used to complete the case. The surgeon stated the lack of control of bleeding.